Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that an electrical failure in one of the emergency buttons caused the system to stop unexpectedly without operator command. To resolve the issue, the rse provided support to replace the faulty panic button. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.